Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7070066 and 7070322.

Event description:
It was reported that the patient experienced inadequate stimulation causing his preexisting symptoms to return. Several reprogramming sessions of the device system were made but were not successful. The device database was analyzed, and no anomalies were noted. The patient underwent an ipg, implantable pulse generator, and lead extension replacement procedure. The patient was doing well post operatively. The devices will not be returned for device analysis as they were retained by the facility.

Event description:
It was reported that the patient experienced inadequate stimulation causing his preexisting symptoms to return. Several reprogramming sessions of the device system were made but were not successful. The device database was analyzed, and no anomalies were noted. The patient underwent an ipg, implantable pulse generator, and lead extension replacement procedure. The patient was doing well post operatively. The devices will not be returned for device analysis as they were retained by the facility. A computerized tomography scan was performed, and no anomalies were identified.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6) and (B)(6); batch: 7070066 and 7070322.